Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that the insulin pump was cracked at the battery case and the battery stopped holding a charge. She was admitted for 2 days and had been wearing the insulin pump at the time of the hospitalization. The customer advised that she was able to lower the blood glucose levels. She stated that there were cracks in the device and missing pieces from the battery chamber. She did not know how the damage had occurred, noting that it was likely due to normal wear and tear. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.